Event description:
Patient rec'd in recovery area s/p ptca with femostop in place. Failed perclose, entire leg dusky with no palpable pulses femoral, popiteal pedal or post tibial no pulses with doppler. Femostop removed and reapplied. Pedal pulses returned, color returned to pink.